Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using a replacement ilet system, during which the caregiver paused insulin delivery and treated with oral carbohydrates after a cgm-indicated glucose nadir of approximately 40 mg/dl and a prolonged low period; the user had also announced a larger-than-actual meal size, and no confirmatory fingerstick was performed. Symptoms included asymptomatic hypoglycemia without loss of consciousness. Outcomes included recovery of blood glucose without professional medical intervention or hospitalization, with assistance provided out of kindness. Investigation included user follow-up and troubleshooting with education regarding meal announcements, reliance on cgm data, and treatment of lows. Investigation of this case revealed user-related factors, including incorrect meal size announcement and treatment decisions based solely on cgm readings, with no device alerts/alarm malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and monitoring practices.